Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one resolute onyx drug-eluting stent in a severely calcified lesion in the ostium of the om with unknown stenosis and little tortuosity but the stent could not cross the lesion and when removed it was noted to be deformed. The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion had not been pre-dilated. There was resistance encountered when advancing the device and no excessive force was used. The lesion was then pre-dilated and another resolute onyx was successfully implanted. There was no injury to the patient. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Product analysis: the distal tip had no evidence of damage. The stent was positioned on the balloon between the marker bands as per specification requirement. The 5th distal segment of the device was deformed with raised struts.